Event description:
Customer complaint that unit "failed to cycle" with e10 error code displayed. No patient injury reported by medical staff at time of service. Patient was removed from ventilator and placed on back-up ventilator.